Manufacturer narrative:
The reported event of failure to interrogate and interrogation problem was not confirmed. The device was at end of service (eos) level upon receipt. Electrical and mechanical analysis performed under nominal and field conditions indicated normal functionality. During the analysis, the device was interrogated multiple times and results were normal. A longevity assessment was performed, based on field settings, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the patient passed away. During interrogation in the morgue, slow telemetry was observed and subsequently the device could not be interrogated. Additional information was requested but was not yet available.